Event description:
It was reported that following an implant procedure, the patient had developed a hematoma and was experiencing bleeding than what is considered normal. The physician confirmed that the bleeding was not device related and that the patient may not have stopped the blood thinners in time for the procedure. The patient bled through a few bandages which prompted the physician to go back in and cauterize some of the bleeding. The patient was reportedly doing well after the procedure and the bleeding was controlled. The device remains implanted.